Event description:
On (B)(6) 2015, the pa called merz and reported she injected a (B)(6) female patient with two 1.5 cc of radiesse on (B)(6) 2015. She injected 2.4 cc - 2.5 cc in the nasolabial folds and the rest into the glabella. The patient had received botox injections to the glabella about 10 days prior. The patient has exceptionally deep grooves in the glabella area. The botox took care of the movement but not the grooves; therefore, 0.5 cc - 0.6 cc of radiesse was injected to the glabella grooves on (B)(6) 2015. The patient has very thick skin and the needle that came with the radiesse kept getting clogged and was not going in. The pa changed the needle to a 27 gauge needle for the injection. The patient was fine when she left the office. The next day, the patient called reporting pain to the forehead. The pa thought maybe this was due to the needle sticks and advised patient to take advil. On (B)(6) 2015, patient called office and reported pain and white spots to the glabella. She presented to the office that day with swelling and blanching to the glabella. The pa started the patient on prednisone 20mg daily and "dicloxicillin." Nitro ointment was applied to the glabella. Patient was referred to a plastic surgeon and has seen the plastic surgeon daily x 3 days. The nitro ointment was discontinued after three days and application of silver silvadene cream was started. The patient continues the prednisone and "dicloxicillin," but the pa said the "dicloxicillin" may be causing stomach issues so they are thinking of changing this. Patient's glabella is now sloughing and scabbing. On (B)(6) 2015, a merz nurse spoke with the pa. The nurse explained to the pa that injection of dermal filler into the glabellar region has a high risk of occlusion due to the anatomical structure of the region. The pa clarified that the antibiotic prescribed was doxycycline. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.